Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, with the rise been gradual. Technical services (ts) was consulted and discussed stored data as well as available programming options. Ts recommended further in clinic examination and to consider a revision if the measurements continue to rise. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, with the rise been gradual. Technical services (ts) was consulted and discussed stored data as well as available programming options. Ts recommended further in clinic examination and to consider a revision if the measurements continue to rise. This device remains in service. No adverse patient effects were reported.